Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a pelvic embolization procedure on a patient of unknown age and gender, the catheter tip broke off inside of the patient. As of the last correspondence, the user facility was in the process of retrieving the tip.

Manufacturer narrative:
(B)(4). Additional investigation evaluation information: a visual inspection of an image provided by the end user showed a circumferential separation of the tip of the catheter. It is unclear where this separation occurred in relation to the bond joint. Initially this product was not within the recall. Further investigation reported a recall expansion was initiated and this product is now in the scope of the recall. Investigation- a review of the complaint history, device history record, instructions for use (IFU), quality control (qc), specifications, and documentation was conducted for the purpose of this investigation. The product was not returned to assist with the investigation. Prior to shipment the manufacturer, confirms the tip material meets the requirements for tensile strength and elongated. Quality control performs the following in-process and requires the following inspections: ¿perform a pull test using the instron tensile tester on each order received.¿ / "verify surface of catheter is free of damage and excess bumps or roughness. Wire braided catheter surface must also be free of exposed wires¿ / "verify distal tip/end-hole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present." This product is shipped with an IFU which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a pelvic embolization procedure on a patient of unknown age and gender, the catheter tip broke off inside of the patient. As of the last correspondence, the user facility was in the process of retrieving the tip.

Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, device history record, instructions for use (IFU), quality control (qc), specifications, and documentation was conducted for the purpose of this investigation. The product was not returned to assist with the investigation. A recall expansion was initiated for beacon tip torcon nb advantage angiographic catheter on 07oct2015. However, this product is not within the scope of the recall. Prior to shipment the manufacturer, confirms the tip material meets the requirements for tensile strength and elongated. Quality control performs the following in-process and requires the following inspections: ¿perform a pull test using the instron tensile tester on each order received.¿ / "verify surface of catheter is free of damage and excess bumps or roughness. Wire braided catheter surface must also be free of exposed wires¿ / "verify distal tip/endhole is rounded smooth, not thin, slanted or out of round. No splits, nicks, damage, excess material or debris present." This product is shipped with an IFU which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Measures have previously been taken to address this issue. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a pelvic embolization procedure on a patient of unknown age and gender, the catheter tip broke off inside of the patient. As of the last correspondence, the user facility was in the process of retrieving the tip.